Event description:
An ophthalmic surgeon reported following intraocular lens (iol) implant surgery a patient experienced low vision. Punctiform white foreign material was found to be adhered on the iol. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. An attempt was made to obtain additional information and a completed questionnaire was received. (B)(4).